Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and would not open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing the medications to the patient, since the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer contacted the customer and worked to recover storage space function and was dialed into the device to assist with the process. A drawer was recovered and performed functional testing in medstation application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and would not open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing the medications to the patient, since the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported due to this event.